Event description:
It was reported that the insulin pump alarmed battery out limit and had an unresponsive keypad. The blood glucose reading was 119 mg/dl. She stated that she was trying to suspend the alarm to be able to shower but was unable to due to the keypad issue. She stated that when she changed the battery, the device alarmed battery out limit. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm during testing. However the insulin pump had intermittent button response due to corroded keypad traces. No battery out limit alarms was noted. The device was received with normal operating currents. The device had cracked lcd window, cracked case at display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.